Manufacturer narrative:
(B)(6). Visual assessment confirmed the reported breakage. The upper jaw has broken midpoint of its length. There are no material voids present at the break area. Broken portion was not returned. Dimensional inspection of the remaining device confirmed it met print specifications. Without the return of the missing portion of the tip we are unable to determine a rootcause for this failure. No root cause related to the manufacturing process can be established. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the tip of the pitbull grasper broke inside the patient during surgery. Healthcare professional managed to get the broken piece out. Healthcare professional was confident that all of the pieces and possible debris was removed from the patient. Alligator grasper was used to retrieve the broken piece from patient. The knee was flushed and a shaver was used afterwards. There were no unexpected anatomical/procedural issues encountered prior to the device breaking. The alligator grasper was used to complete the procedure, and the patient was noted to be fine. No other complications were noted.